Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01049.

Event description:
As reported by our affiliate in the (B)(6), approximately 8 years post implant in the aortic position, leaflet deterioration was observed in a 23mm sapien xt valve. A 23mm sapien 3 ultra valve was implanted during a transfemoral valve in valve (viv) procedure. During the viv procedure, the commander delivery system was prepared with nominal plus 2.5 ml inflation volume. Upon maximum inflation, the balloon ruptured. Difficulties were encountered during the attempt to retract the balloon back through the 14fr esheath. During the attempt, the balloon shaft 'fractured'. The device was removed by a vascular surgeon. At the time of the report, the patient was recovered from the surgical removal of the fractured balloon segment and was in stable condition. The valves remain implanted in the patient.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection of the device revealed a radial and longitudinal balloon burst with the distal end of the balloon separated. The guidewire lumen was also separated. The spring from the balloon was stretched out and the separated distal end of the balloon was inverted with the balloon legs flared. No relevant case imagery was provided for review. Dimensional analysis of the inflation balloon single wall thickness was performed. Measurements of the balloon wall thickness along the burst location were taken. All measurements were within specification. A complaint history review from february 2020 to january 2021 for the edwards commander delivery system (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (withdrawal of burst/torn balloon, excessive force, non-coaxial withdrawal) and patient factors (calcification/tortuosity) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the returned devices. No manufacturing non-conformances were identified during the evaluation of the returned device. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'during viv procedure, inflation volume was nominal + 2.5 mls. Upon maximum inflation, the balloon ruptured.' Per the training material, valves should be deployed using the prescribed inflation volume. Overinflation of the balloon during the valve in valve procedure could have resulted in additional pressure on the inflation balloon. If the previously implanted failing valve had presence of calcification, it is possible that the over inflated and constrained balloon (valve-in-valve) made contact with the calcification, resulting in the balloon burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is likely that difficulties would have been encountered during device retrieval as the balloon profile would have distorted due to the balloon burst. If withdrawal difficulties were encountered during retrieval of the burst balloon, it is possible that excessive device manipulation would have occurred resulting in the reported balloon separation. Available information suggests patient factors (calcification) and/or procedural factors (overinflation/retrieval of burst balloon/excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformance's that could have contributed to the reported event. Lot history review revealed no other similar complaints. As the complaints were unable to be confirmed, a complaint history review is not required. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the asc4 balloon and crimp balloon undergo multiple 100% visual and dimensional inspections. The crimp balloon undergoes 100% dimensional inspections and 100% visual inspections with an unaided eye and under 8x magnification. The guidewire shaft, balloon catheter laser bond, balloon pleating also undergo visual inspections. During final inspection, the entire device undergoes 100% distal to proximal visual inspection. Additionally, product verification testing based on a sampling plan is performed on each lot prior to release. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were not able to be confirmed since the device was not returned and no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, 'during viv procedure, inflation volume was nominal + 2.5 mls. Upon maximum inflation, the balloon ruptured.' Per the training material, valves should be deployed using the prescribed inflation volume. Overinflation of the balloon during the valve in valve procedure could have resulted in additional pressure on the inflation balloon. If the previously implanted failing valve had presence of calcification, it is possible that the over inflated and constrained balloon (valve-in-valve) made contact with the calcification, resulting in the balloon burst. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is likely that difficulties would have been encountered during device retrieval as the balloon profile would have distorted due to the balloon burst. If withdrawal difficulties were encountered during retrieval of the burst balloon, it is possible that excessive device manipulation would have occurred resulting in the reported balloon separation. Available information suggests patient factors (calcification) and/or procedural factors (overinflation/retrieval of burst balloon/excessive manipulation) contributed to the reported event. Available information suggests that patient factors (calcification) likely contributed to the reported event. Review of IFU/training materials revealed no deficiencies. Therefore, no corrective and preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on updates to the engineering evaluation. The following sections of this report have been updated: h6 (component codes, impact code, clinical code, device code, and investigation findings), and h10 (narrative/data). The IFU was re-reviewed and the information was updated for this complaint. It should be noted that the sapien 3 ultra valve was implanted in a previously implanted sapien xt valve. The edwards sapien 3 ultra valve (s3u) with the commander delivery system is not indicated for valve in transcatheter heart valve in europe. Therefore, the case is considered off-label. The IFU and training manuals were reviewed for relevant guidance for an s3u implant in the native aortic valve using a commander delivery system. No IFU/training manual deficiencies were identified.